Event description:
Monoject 60ml syringe tip broke off into receiving end of IV syringe tubing extension set when it was being twisted to disconnect. Medication in tubing was unable to be flushed due to plastic pieces in receiving end of IV syringe tubing extension set. Patient was not harmed.